Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: a review of the black box showed evidence of a drastic voltage drop. The test battery was able to fit. The ez-prime steps were performed correctly and all currents read within specifications. No overheating alarms occurred during the investigation. The alleged temperature complaint was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no serious injury associated with this complaint.